Manufacturer narrative:
A saber 3mm x 4cm 155cm balloon catheter (bc) ruptured. The balloon was replaced with another saber pta (6mm x 4cm) to perform a pre-dilation again and the procedure was completed successfully. There was no patient injury. Ppi (percutaneous peripheral intervention) was performed and an ipsilateral retrograde approach was made with a 6f non-cordis sheath introducer and a non-cordis guidewire. The saber balloon was advanced to the heavily-calcified lesion and inflated as a pre-dilation within its nominal pressure. The target lesion was the right iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99% chronic total occlusion (cto). Additional information was received: there was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. It maintained negative pressure). The brand of the inflation device was everest. The maximum inflation pressure was its nominal pressure. The balloon was removed intact (in one piece) from the patient. The following information was requested but reported to be unknown: it is unknown what contrast media was used. It is unknown what the contrast to saline ratio was. It is unknown if the same inflation device was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the catheter through the vessel. It is unknown if there was there difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. It is unknown if the balloon catheter was easily removed from the vessel, the sheath, the rotating hemostatic valve, the guidewire, and the guide catheter. The product was returned for analysis. One non-sterile saber 3mm x 4cm 155cm bc was returned. Per visual analysis the balloon had been inflated and deflated. A kink was noted at 14.5cm from the distal tip. No other damage was noted. Per functional analysis a 0.018¿ guide wire (lab sample) was advanced through the guidewire lumen without difficulty. The balloon catheter was inflated and a leakage was noted on the balloon¿s distal section. Per microscopic analysis the kink and the balloon leakage was observed at approximately 2.5cm from the distal end. Per sem analysis the external surface of the balloon revealed evidence of scratch marks adjacent to the rupture that can be related to the rupture. The internal surface revealed no evidence of damage or anomalies. A device history record (DHR) review of lot 17276549 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber 3mm 4cm 155 ruptured. The balloon was replaced with another saber pta (6mm*4cm) to perform a pre-dilation again and the procedure was completed successfully. There was no patient injury. "Ppi" was performed and an ipsilateral retrograde approach was made with a 6f non cordis sheath introducer and a non cordis guidewire. The saber balloon was advanced to the heavily-calcified lesion and inflated as a pre-dilation within its nominal pressure. The target lesion was the right iliac artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99% chronic total occlusion (cto). The product was clinically used and will be returned for analysis. Additional information was received: there was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. It maintained negative pressure). The brand of the inflation device was everest. The maximum inflation pressure was its nominal pressure. The balloon was removed intact (in one piece) from the patient. The following information was requested but reported to be unknown: it is unknown what contrast media was used. It is unknown what the contrast to saline ratio was. It is unknown if the same inflation device was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the catheter through the vessel. It is unknown if there was there difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. It is unknown if the balloon catheter was easily removed from the vessel, the sheath, the rotating hemostatic valve, the guidewire, and the guide catheter. It is unknown if there is a procedural cd available for review.